Manufacturer narrative:
The customer representative examined the system, was unable to replicate the reported issue, and found the filter and laser to be functioning properly. Preventative maintenance was performed on the system; the system was then tested and found to meet all product specifications. There was no sample returned for evaluation, therefore, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that the safety function failed during a laser treatment. There was no harm or injury to the patient. Additional information was received reporting that the laser safety filter was attached to the back of the system. The filter was not engaged all the way, but did not indicate this on the front of the laser. Subsequently, the laser was fired two times before the surgeon stopped. The surgeon is concerned because of the bright flash. A technician was also reported standing adjacent to the laser. The procedure was completed and there was no injury or harm to the surgeon or technician.